Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannulas are slipping out of the skin (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.